Event description:
Colombia. It was reported that a patient had a revision augmentation on (B)(6) 2021 using motiva, to replace her implants from another brand, placed in 2017. The patient consulted due to a mass in her right breast and after a biopsy on (B)(6) 2022, an alcl was diagnosed. Efforts to gather additional information are ongoing, and the investigation remains in progress.

Manufacturer narrative:
As stated in the literature, bia-alcl is not breast cancer. It is a rare form of non hodgkin¿s t-cell, cd30-positive, and anaplastic lymphoma kinase-negative lymphoma (blombery, thompson & prince, 2019) that has been admitted by the world health organization as a possible long term complication associated to breast implants (swerdlow et al., 2016) since it develops around breast implants. It can occur around saline-filled or silicone gel-filled implants that have been placed for breast reconstruction after mastectomy or cosmetic breast enlargement, but seems to only develop especially in women who have implants with textured surface (shell) or had them in the past (spaedy, o'toole & aylward, 2020). Emerging evidence confirms that genetic features, bacterial contamination, chronic inflammation, and textured breast implant are the relevant factors leading to the development of bia-alcl. Almost all reported cases with a medical history involve breast implants with a textured surface, which reflects the role of implant surface characteristics in bia-alcl (wang et al. 2022). After a decade of ongoing investment in research, motiva® continues to drive scientific understanding of the factors that determine the body¿s response to implants, and that the complications associated with traditional macrotextured implants outweighed their benefits. The unique smoothsilk®/silksurface® technology is designed for the patient's body to feel and stay healthy, minimizing inflammation and its related complications (doloff et al., 2021). Generally, bia-alcl is diagnosed several years after implantation of the breast prosthesis, with a median interval of 8-10 years. The most common clinic pathological characteristic of bia-alcl is the effusion or persistent seroma around the implants (ionescu et al,. 2021; wang et al,. 2022). Per our directions for use, each patient must receive the establishment labs s.a. ¿motiva implants®: information for the patient¿ during her surgical consultation, it is the surgeons´ responsibility to ensure that the patient completely understands the information regarding the risks, benefits, and recommendations associated with silicone gel-filled breast implant surgery, as well as the complications typical of any type of surgery. This document is available in motiva® website: IFU.motiva.health. The instructions for use in the directions for use were reviewed, to determinate if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: in january 2020, the FDA emitted a medical device report for breast implant-associated anaplastic large cell lymphoma (bia-alcl). It included 733 u.s. And global reports of bia-alcl of which 496 (68 %) were related to textured breast implants and 28 (4 %) to smooth implants. This data is very similar to the data reported in the previous year, which included a total of 573 bia-alcl reports of which 385 (67 %) were related to textured breast implants and 26 (5 %) to smooth implants texture, and one had a history of smooth implant and no known textured implant. Although the lifetime prevalence of bia-alcl was initially estimated to be one in 30,000 women with a textured implant, more recent single-center studies demonstrate incidence rates ranging from 1:355 to 1:559.30¿32 according to loch wilkinson et. Al., macrotextured implants carry a significantly higher risk developing bia-alcl. As they describe, it has been shown that textured implants, with their greater surface area, promote higher levels of bacterial biofilm growth and that this higher bacterial load produces a significant and linear increase in lymphocyte activation33, increasing the risk of developing bia-alcl 14.11 times compared with microtextured implants. It should be noted that, in this particular case, the motiva device is the secondary silicone gel breast implant placed in the patient after having another manufacturer¿s breast implants removed for rupture.

Manufacturer narrative:
After an analysis of the clinical evidence provided and the report, it was possible to confirm the alleged event. However, it cannot be directly related to the motiva implant as the cause of this event, since the patient had previous surgery with silimed implants. The alleged event is a risk associated with breast surgery and there is no evidence to suggest a link between this particular implant and/or its manufacturing process and a higher risk of occurrence. The cause of this event is multifactorial, and we cannot conclude that the reported event was caused by the manufacturing process and/or the product itself. A complete review of the DHR for lot involved was carried out, no deviation was found in the manufacturing process. Additionally, there were no indications of abnormalities in raw materials or manufacturing processes which may have affected this particular batch. Establishment labs will continue to monitor for similar complaints/trends. As part of the post market surveillance process, monitoring of the primary endpoints reported is performed to determine unfavorable trends. Per our current complaint data report, no unfavorable trends were detected on this product. No further actions are required.

Manufacturer narrative:
This follow-up is submitted to correct information previously reported in the initial MDR. The initial report was incorrectly submitted indicating a bia-alcl case associated with breast implant serial number (B)(6). However, after further review of the medical records, it was confirmed that the diagnosis only involved the right breast, corresponding to implant serial number (B)(6). The left breast implant, serial number (B)(6), was not associated with alcl according to the information provided by the reporter.